Event description:
The arrow arterial line catheter hub split after insertion and connection to pressure bag. The catheter was re-wired to a long teleflex catheter without problems and connected to the same pressure line. Patient was not harmed.